Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-knee artery. A 1.5mm x 20mm x 143cm coyote es was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.